Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09kv6, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the date manufacturer representative was notified about the lack of effect was february 26 and was not sure when the patient first started experiencing lack of therapy. It was noted that the neurostimulator was depleted and was normal depletion.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va09kv6, implanted: 2(B)(6) 013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor, and bowel dysfunction/sacral nerve stim. It was reported that following a car accident the patient (pt) had a loss of therapy resulting in a replacement surgery. The healthcare provider (hcp) confirmed the lead was not functioning and the battery had depleted. If additional information is received, a follow-up report will be submitted.